Event description:
It was reported the catheter was being used in the surgery department. When the kit was opened they found the glass vial in the tray was broken. As a result, another kit was opened and used successfully. There was a delay in treatment with no patient harm and no patient death or complications reported.

Manufacturer narrative:
(B)(4).